Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found the lead was returned in three pieces. An external abrasion breaching the outer insulation at 21.1 cm to 23.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. A surface abrasion was noted at 7.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.